Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported loss of consciousness during the hypoglycemia event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced a severe hypoglycemic event while wearing the pod on the abdomen for longer than 48 hours. The patient reported not hearing any alarm or notification from the controller when the glucose level dropped. At the time of the event, the patient was asleep. The spouse found the patient unresponsive and unable to wake up, prompting a call to emergency services. Emergency responders arrived at home and administered a glucose gel. The patient declined hospital transfer and was not admitted. After treatment, the patient returned to sleep and woke up feeling better. The patient stated blood glucose was <30 mg/dl during the event.